Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient brought their malfunctioning mobile power unit (mpu) to clinic on (B)(6) 2022. The mpu reportedly appeared to have a short in one of its' cables. The patient was plugged into the mpu and it started alarming. When the healthcare provider (hcp) attempted to wrap the cord around the mpu it stopped, and would start again as the cable was wiggled. The low battery icon was not illuminated, but battery exchange was attempted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms while connected to the mobile power unit (mpu) was not confirmed as the issue was not reproduced during testing of the returned mpu (serial number: (B)(6)). No log files were submitted for review. The mpu was returned to service depot and was found to function as intended during analysis without any issues or atypical alarms produced. Although no issues were observed, the patient cable was replaced. A full functional checkout was performed and the unit passed all tests. The replaced patient cable was forwarded for further analysis. During evaluation, the integrity of the internal wires was tested and no electrical shorts or damaged wires were found. The patient cable was connected to a test mpu and functionally tested with a test system controller and mock circulatory loop with no atypical alarms produced, including when the patient cable was manipulated by hand. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mpu, serial number (B)(6), was shipped to the customer on 06may2021. The heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller and mobile power unit (mpu) power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller or mpu power cables and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. The heartmate 3 patient handbook and heartmate 3 IFU under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu. The heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 IFU section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook section 10 and heartmate 3 instructions for use IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the mpu. These sections also inform the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.